Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a change in stimulation following a myelogram on (B) (6) 2010. Prior to the myelogram the patient felt stimulation from the stomach area down his legs and after the myelogram he only felt it in his stomach. Further information is being requested from the hcp.